Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number:0300380000-2020-8015 this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern). During the procedure, it was reported that the lantern become broken. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2020-01821 1. Section e. Box 1. Initial reporter name and address please note that the device associated with this complaint was expected to be returned; however, additional information received indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.